Event description:
Report received of an independent rate change. The pump was returned to the central service department with an unsigned note that stated, "pump malfunctioned. Numbers change on their own." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additiional information.